Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to the user utilizing the device incorrectly. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 11/22/2022, it was reported by a sales representative via email that an acl tightrope rt implant delivery system failed. This was discovered during a procedure on (B)(6) 2022.